Event description:
The customer reported via telephone call that the night before, the cannula was not in the body and insulin was not being delivered. The blood glucose reading at the time of the incident was 310 mg/dl. The blood glucose reading at the time of the report was 454 mg/dl. The customer reported that the drive support cap was normal and recessed. The insulin pump passed the high pressure test. The customer was advised to change the set, reservoir and insulin and treat per a health care practitioner's instructions. The customer intended to treat with a bolus and monitor the blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.